Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), genital haemorrhage ("abnormal, heavy bleeding") and uterine cancer ("tumor / teratoma / cancer type -uterine") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in 2010. The patient's medical history included polycystic ovary and asthma. Essure confirmation test was done and the result is total bilateral occlusion. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and mestranol;norethisterone (ortho novum). In 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), female sexual dysfunction ("apareunia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain") and menorrhagia ("excessive bleeding with large clots"). In 2016, the patient was found to have uterine cancer (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), fatigue ("fatigue"), chest pain ("chest pain"), back pain ("upper back pain/ lower back down to left leg") and hypoaesthesia ("leg numbness"). The patient was treated with surgery (total hysterectomy). Essure was removed on 15-aug-2016. At the time of the report, the allergy to metals, genital haemorrhage, migraine, anxiety, depression, female sexual dysfunction, pelvic pain and hypoaesthesia outcome was unknown and the headache, dysmenorrhoea, dyspareunia, uterine cancer, fatigue, menorrhagia, chest pain and back pain had resolved. The reporter considered allergy to metals, anxiety, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain and uterine cancer to be related to essure. The reporter commented: over the several months, patient sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding ,nickel allergy, and migraines, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfsreceived, reporters information added, aka added, patient demographic updated, event added- apareunia, headaches , dysmenorrhea (cramping) , dyspareunia (painfulsexual intercourse) , tumor / teratoma / cancer type -uterine , pelvic pain , fatigue, menorrhagia, device ineffective, chest pain, back pain, hypoaesthesia. Event onset date and outcome updated, concominat drug, medical history and lab data added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, genital haemorrhage, migraine, anxiety and depression outcome was unknown. The reporter considered allergy to metals, anxiety, depression, genital haemorrhage and migraine to be related to essure. The reporter commented: over the several months, patient sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding ,nickel allergy, and migraines, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.